Event description:
Baxter japan reported a transfer set with a broken spike. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA june 4, 2007.